Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts discussed possible high battery impedance and noted that if a save to disk of device information, further analysis can be performed to confirm reason. The patient was noted to be dependent. Device replacement was recommended. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Analysis of the device confirmed that a remote monitoring disabled due to a single loaded battery voltage measurement, was recorded and that critical therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high battery impedance, which put this device at risk of experiencing transient voltage decreases (and associated resets) during telemetry or other normal, higher-power operations. Boston scientific has issued a field safety notice to notify physicians of the potential for accolade family pacemaker and cardiac resynchronization therapy pacemaker (crt-p) devices to exhibit this behavior. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of device displays error message was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. The explant indicator date was noted to be incorrect as the device was implanted on 2017. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts discussed possible high battery impedance and noted that if a save to disk of device information, further analysis can be performed to confirm reason. The patient was noted to be dependent. Device replacement was recommended. No adverse patient effects were reported. Additional information was received, technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition, though the explant indicator date was incorrect. Device replacement was recommended. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited an alert message indicating that battery replacement indicator had been reached on (B)(6) 2000, and that remote monitoring was disabled. The explant indicator date was noted to be incorrect as the device was implanted on 2017. Technical services (ts) was consulted, and confirmed remote monitoring was disabled, noted that due to limited information the cause for disablement was not able to be confirmed. Ts discussed possible high battery impedance and noted that if a save to disk of device information, further analysis can be performed to confirm reason. The patient was noted to be dependent. Device replacement was recommended. No adverse patient effects were reported. Additional information was received, technical services (ts) was consulted, and upon review it was noted that the alert occurred due to a high battery impedance condition, though the explant indicator date was incorrect. Device replacement was recommended. This pacemaker was explanted and successfully replaced. No additional adverse patient effects were reported.